Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and checked for helium leaks; the fse performed helium leak tests as per the service manual, the console passed the tests, however, the cart did not. The fse disassembled the cart and tightened all helium tubing fittings from the tank mount to the coupler and gauge, reseated the pressure transducer, reattached the tank and pressurized the cart system and let sit to see if gauge pressure bleeds off, and the pressure did not bleed off. The fse then reassembled the cart, and performed a complete calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Event description:
It was reported during routine check that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.